Event description:
It was reported that a patient was being transferred in the lift when they were dropped on their back and taken to the hospital. Patient had to have an already fractured hip repaired.